Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was implanted using a flexnav delivery system during a transcatheter aortic valve implantation. The patient remained hemodynamically stable throughout the procedure. After placement of the valve, the patient experienced a transient ischemic attack (tia), which resulted in left-sided paralysis. No treatment was required, and the patient's symptoms later completely resolved. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a transient ischemic attack and movement disorder was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported movement disorder is a cascading event of the transient ischemic attack. A cause for the transient ischemic attack could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.